Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) tested on (B)(6) 2014 using a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2014 to assess the instrument test well images. No patient sample or customer product was returned to immucor for immucor investigation. Immucor laboratory tested retention product on 06mar2014 which confirmed the reactivity of the k and jka antigens.